Event description:
On 18-dec-2025 it was reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels of 374 mg/dl. The user was evaluated in the emergency room, treated with IV insulin, and discharged the same day. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring emergency room evaluation while receiving automated insulin delivery with the ilet. This situation can result in acute hyperglycemia requiring medical intervention and is consistent with the reported emergency room treatment with IV insulin and same-day discharge without hospital admission. Review of the reported information indicates the blood glucose elevation occurred following a meal, with no dosing-stopped alerts reported and no confirmed issues with the infusion set identified at the time of the event. No device malfunction was alleged, and the exact cause of the event could not be conclusively determined. A follow-up MDR will be submitted if additional information becomes available.